Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to an unknown product issue. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to an unknown product issue. The lead was replaced. No additional adverse patient effects were reported. Additional information received from the field indicates that the lead had high capture thresholds. There were no visible lead defects under fluoroscopy.